Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 failed, required maintenance. Customer tried replacing the cubie, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that auxiliary drawer 1.1 had failed due to customer-related issues. The fse checked all cables, re-seated all connections on drawer 1.1, and provided the technician with information about the pyxis system, including an overview of pocket sizes and guidance on how to identify and resolve situations when a pocket goes off the bus and needs to be ejected. The system functioned as intended after the field service engineer repaired the device.